Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of non-sustained lead noise due to undersensing atrial flutter and competitive atrial pacing were observed. Ventricular events were blanked during atrial pacing. The patient was asymptomatic. Programming changes were made. The device remains implanted.